Event description:
This patient has an anterior cruciate ligament tear and right grade ii medial collateral ligament sprain who underwent arthroscopic reconstruction with btb autograft. A supermedial port was created for inflow and the knee was insufflated. An inferolateral portal was created and the arthoscope was inserted. An inferomedial port was made and the probe was inserted. The flow was set at 70% and pressures were 70. The stump of the acl was debrided and notchplasty was performed. Adequate visualization of the posterior portion of the medial aspect of the lateral femoral condyle was confirmed and the arthoscope instruments were removed. The right lower extremity was elevated in order to harvest the graft, and it was noted that there was significant calf swelling consistent with compartment syndrome, presumed secondary to fluid extravasation. The tourniquet was deflated and the calf was wrapped in a compressive dressing to aid in fluid reabsorption. The graft was harvested and the repair continued. At the end of the case, the calf was soft. It should be noted that the company representative was present in the operating room during this procedure.